Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown cause. A new device was implanted. No additional adverse patient effects were reported.